Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:11. It was discovered that this caused an interruption of delivery. It is unknown when or at what point in the process this condition occured. This device is a colleague pump with a user interface module software version of 5.08.92. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11. The root cause of the reported condition was determined to be dirt in the tubing channel. The tubing channel was cleaned and dried to repair the reported condition. A follow up report will be submitted if additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.